Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock. The smartpass feature was reported to be off during this episode. Another episode showed an untreated event. Technical services (ts) reviewed suggesting considering x ray imaging to confirm the integrity of this system. Additionally, the system impedance is up to 130 ohms. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was sent for x ray imaging and a follow up appointment at their clinic. No additional information was available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.